Event description:
It was reported that the user experienced routine issues with an fsl3+ sensor used with the ilet system, including intermittent loss of sensor readings, ¿sensor unavailable¿ notifications, and discrepancies between continuous glucose monitor (cgm) readings and a contemporaneous fingerstick, with the fingerstick reading reasonably aligned to the pump¿s displayed value and within an acceptable margin. No reported symptoms. Outcomes included the need for user troubleshooting and education without medical intervention or hospitalization. Investigation included technical support review and troubleshooting education regarding sensor signal loss and accuracy expectations. Investigation of this case revealed that the cgm values were within an acceptable variance relative to the fingerstick and that intermittent signal loss was reported without confirmation of a specific responsible device. It was concluded that the device functioned within expected performance parameters during the call and that no ilet pump malfunction was confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.